Event description:
Information provided states that an m6-c artificial cervical disc implanted at level c3/4 on an unknown date. The device was explanted on (B)(6) 2023 due to autofusing and patient experiencing radiculapathy and mechanical neck pain.

Manufacturer narrative:
The build lhr for ado552 10068 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 36 line 12.75 - device explanted.